Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the reported xenon lightsource was received in used condition. Evaluation could not duplicate any issues with the 00mlx unit shorting or melting the light cord that connects to the headpiece. The power supply unit (psu) was replaced. Evaluation and function tests were performed and the unit passed all tests. Root cause analysis: the reported complaint could not be confirmed. The issue of this 00mlx shorting and melting the light cord is most likely due to improper cleaning of the unit. No manufacturing, workmanship, or material deficiency has been identified. The issue of a "short" refers to poor connection of the power pins that can potentially result in a failing connection to the battery port. No risk of harm would be incurred by this type of short, and the low voltage would not cause a hazard.

Event description:
It was reported that during a case, the mlx 300w xenon lightsource (00mlx) shorted and melted the light cord that connects to the headpiece. All parts were gathered and were left n the biomedical engineer's shop. It has not been reported whether patient injury or surgical delay occurred as a result of this event.